Event description:
Clinical study same case as #6000093-2005-01193. It was reported that 234 days after a coronary artery drug eluting stenting procedure the pt expired. Lesion 1 was a 2.5mm, 95% stenosed portion of the proximal circumflex (prox cx). The dr treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. Lesion 2 was a 2.75mm, 70% stenosed portion of the left main coronary artery (lmca). The dr treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.75x12mm drug eluting stent in the target lesion. There were no complication. The pt was discharged 2 days later on plavix and aspirin. 234 days after the procedure, the pt expired. The cause of death is unk and in the opinion of the dr the relationship of the death to the target vessel is unk.